Event description:
It was reported that high hv lead impedance post hv therapy delivery was observed on stored egms. Impedance measurements were normal when tested in clinic. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.